Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that (B)(6) 2011, the patient underwent: non-segmental posterior lateral instrumentation at l5-s1. Posterior l ateral arthrodesis using at l5-s1 using compression resistant matrix bone morphogenic protein and locally morselized bone graft. Lumbar decompression to decompress the l5 nerve root. Lumbar decompression at l5-s1 to decompress the s1 nerve root. The use of locally harvested bone graft. Preoperative diagnosis: lumbar degenerative disc disease with instability and radiculopathy at l5-s1. As per op notes: ¿an arthrodesis was then performed using a construct of locally harvested bone which had been morselized, bmp soaked sponge and a compression resistant matrix. This was placed in the lateral gutter spanning transverse process of l5 to sacral ala. Once this was completed, this was done bilaterally , then rods were placed into the pedicle screw heads.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.